Event description:
This consumer report was received from a us consumer and concerns a female patient. She was injected with radiesse, into the zygomatic arch (off label use of device), in (B)(6) 2020. On the same occasion, the patient was injected with juvederm. The patient was previously injected with hyaluronic acid and fillers, and they did last for years, in duration. In (B)(6) 2020, reported as two months after the radiesse injection, the patient experienced vein like swelling, bluish in color. As corrective treatment, the health care professional administered sodium thiosulfate (reported as sts) and it showed little effect. The health care professional described it as a tyndall effect. The patient was not aware that the radiesse was not dissolvable. As reported, another consult, recommended the patient to melt radiesse that was visible on magnetic resonance imaging (MRI). At the time of this report, there was a round area, bluish in color towards the temple of the arch. The reporter wanted to know additional information regarding radiesse longevity. Due to the provided information, the outcome of the event tyndall effect / bluish in color, was considered as not resolved. The outcome of the event vein like swelling was considered as resolved.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, tyndall effect / bluish in color (injection site discolouration) was deemed to meet serious injury criteria of causing permanent damage. The device history record could not be reviewed as the lot number was not reported.